Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries were exchanged and returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. All of the batteries passed external visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. The reported event was confirmed via review of the controller log files, which revealed power switching events corresponding to these batteries; analysis indicated this likely occurred due to a failure in communication between the controller and the batteries. Fsca apr2014 was distributed to reinforce proper power management. The root cause of the reported event is most likely a communication anomaly between the batteries and the controller. No additional information will be forthcoming.

Event description:
It was reported by a patient "that his controller would change the power source from one battery to the other earlier than expected." The patient was not able to say which batteries were connected at the time of the event. There were no observed pump stops and the patient reportedly did not hear any critical alarms. The treating facility exchanged all five (5) of the patient's batteries for new ones. There was no reported patient injury as a result of this event. The event has not recurred since the batteries were replaced. The batteries will be sent back to the manufacturer for evaluation.